Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revision due to product loosening. Failed total hip replacement.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for loosening (stem), and there is no allegation of failure against the ceramic head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right hip revision due to product loosening. Failed total hip replacement.